Event description:
It was reported that the customer experienced high blood glucose of 450 mg/dl, due to a bent catheter. Customer reverted to treating with a pen and blood glucose went back into normal range. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.